Event description:
The user facility reported, that during a therapeutic endoscopic retrograde cholangiopancreatography, three non-olympus autotomes were damaged by the forceps elevator of the endoscope. The procedure was completed with a different, but similar endoscope and autotomes. There was no pt injury and no complications reported. Hospital personnel tested the device after the procedure and said the same outcome was observed.

Manufacturer narrative:
The endoscope referenced in this report was returned to olympus for investigation, but not the non-olympus autotomes utilized in the procedure. An olympus sphincterotome, with slightly larger outer diameter, was used to test the endoscope, and the user's report was not duplicated. The forceps raiser was examined with a microscope and noted scratches, but there were no sharp edges that would likely have caused the user's experience. The instrument channel was also examined and minor kinks were found at the bending section area, which would also not likely have caused or contributed to the user's experience. The cause of the user's experience cannot be conclusively determined. An olympus endoscope support specialist has been dispatched to the user facility to conduct an in-service training for the hospital staff on how to properly use the device. This report is being filed as an MDR in an abundance of caution.